Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event of a catheter break. The complainant reported that a renegade catheter was being prepared for therapeutic use on a patient (age and gender unk). Upon removal of the device, the clinician found that the catheter was kinked. The clinician obtained another device and successfully completed the patient's procedure. There was no indication from the complainant of any adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated march 09, 2007 stating device was received with a fracture at the shaft of the catheter. As received, the unit was broken 33.7cm from the proximal end of the proximal shaft. A full dimensional check was carried out and all dimensions were in specification. A coating confirmation test was carried out and confirmed the presence of coating but severe damage was evident all along the coated length. A review for similar complaints within the batch was completed and no other complaints have been received for this particular lot of devices. A review of complaints for the product family has been carried out and there have been other complaints for the as reported classification 'catheter-infusion / device / kinked.' There was an adverse trend noted for catheters breaking/kinking while attempting to remove them from the dispenser coil and CAPA was opened to address the issue. One corrective action identified in the CAPA was to remove the proximal port from the dispenser coil and this was implemented in 2006. This lot was manufactured in december of 2006 following implementation of this action; therefore, it contained one flushing port. Further review of CAPA effectivity will be performed and forwarded in a supplemental report.